Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6 )2012, reporting that the up arrow button was unresponsive. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there was no damage or peeling to the keypad. The display is dim and pink. The contrast key is not working. The ok, down and up keys are working properly. Removed the keypad and found contamination under the all key contacts. Battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.